Event description:
It was reported that partial stent deployment occurred resulting in stent elongation. The 90% stenosed target lesion was located in the mildly tortuous and mild calcified superficial femoral artery (sfa). A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. After inflation with a non-boston scientific 7mm balloon, the stent was deployed without any issues until approximately 12cm when the thumbwheel became stiff. The arrow could be viewed, but the pull grip could not be pulled and the stent could not be deployed. When the handle part was disassembled, the inner shaft got kinked. The stent elongated, but the stent was placed inside the patient. The iliac branch was steep, so there was a resistance when other balloons were delivered. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is missing. There are multiple kinks along the middle sheath. The proximal inner liner is prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that sheath is kinked which would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that partial stent deployment occurred resulting in stent elongation. The 90% stenosed target lesion was located in the mildly tortuous and mild calcified superficial femoral artery (sfa). A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. After inflation with a non-boston scientific 7mm balloon, the stent was deployed without any issues until approximately 12cm when the thumbwheel became stiff. The arrow could be viewed, but the pull grip could not be pulled and the stent could not be deployed. When the handle part was disassembled, the inner shaft got kinked. The stent elongated, but the stent was placed inside the patient. The iliac branch was steep, so there was a resistance when other balloons were delivered. There were no patient complications. It was further reported that the stent deployed 12 cm when the event occurred. The stent fully expanded and no additional intervention was needed. Vascular access was gained via contralateral approach. The patient status was good post procedure.